Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that infection had developed on patient lead incision site. The symptom of infection were puffy incision, sensitive to lay on, night sweats and pus. The patient underwent an explant procedure and was prescribed antibiotics. The infection was believed to be procedure related.